Manufacturer narrative:
This is the final report. The complaint was not confirmed and no new issues were observed, all results were within range specification.

Event description:
Customer reported receiving erratic readings on their blood glucose meter. Customer reported that they obtained readings of 294 mg/dl and 50 mg/dl within a 10- min timeframe. When plotted on a parkes error grid the results fell in the 'c' zone, results in this zone are deemed clinically significant. There was no report of death, serious injury or mistreatment.